Event description:
It was reported that the patient underwent an initial elbow arthroplasty approximately seventeen (17) years ago. Subsequently, the patient underwent a revision surgery approximately seven (7) years later due to implant wear. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). D6a: (B)(6) 2007 implant date. G2: foreign: new zealand. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; g2; g3; g4; g6; h1; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 the following sections were corrected: d1; d4; d10 d10: medical products: item#: unknown, unknown ulnar stem; lot#: unknown no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records related to this event were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.